Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the patient's pacemaker reached eri (elective replacement indicator) without further information. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.